Event description:
It was reported to philips that the device gave a ECG equipment malfunction inop message. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified/duplicated during test in lab. The board/device failed operational check - unable to recognize ECG cable and/or acquire/analyze ECG. Troubleshooting led to a defective/damaged component u21 high-speed si-gate cmos octal non-inverting buffer. This has been replaced and the board/device passed operational check, was able to acquire/analyze ECG data, and operated as normal. The available information is consistent with a malfunction of the processor pca. The cause was a defective/damaged component u21 high-speed si-gate cmos octal non-inverting buffer. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.